Event description:
It was reported customer experienced an alarm 2 alert followed by an alarm 26. There was no reported adverse impact to the customer's blood glucose level. Technical support instructed the customer to follow several procedures to resolve the occlusion issue, such as disconnecting the tubing from different parts and delivering boluses. Despite these efforts, the occlusion alarms persisted. Eventually, it was determined that the blockage causing the occlusion was located in the cartridge. The customer then changed the necessary supplies and continued with their insulin therapy.